Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation was performed, the outer vial's tamper seal / ring was in unsealed condition. The label was observed to be dirty and there were some blood residues on the inner vial. The implant's outer box labeling was different than the returned implant and had a blue x written on the label. The implant and mount were not returned/missing. The event is non-verifiable as the condition of the product when received by the customer is unknown / non-verifiable. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did submit images for the reported event. The image submitted was of an opened outer vial. The implant's cap label was different than the label on the outer vial. Unable to confirm the label on the implant's outer box and due to image distortion, unable to detect if an implant was inside the inner vial. Based on the investigation and risk management file review, the most likely root cause determined was improper handling of product outside of zimvie controls. Therefore, based on the available information, packaging malfunction could not be verified. The implant's tamper resistant seal was broken. The implant and mount were missing from the inner vial. The reported event is non-verifiable since the condition of the product/packaging received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the item number and lot number ware updated/corrected. The following sections are being reported: b4: date of this report was updated. D1: device brand name was updated. D4: catalog number, lot number, unique device identifier (UDI) number and expiration date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H4: device manufacture date was updated. H10: narrative/data was updated.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was no implant inside the vial. The procedure was unable to be completed.